Event description:
Customer stated, "using it in bed, reading and a flame came out of the cord." Regarding the flame, customer stated that it was "quick, little flame." The product was returned for investigation. The product was approx. 6 years and 10 months old when the incident occurred. An investigation was done to look into the customers complaint. The user was wrapping the cord under the switch while in use. This created stress on the cord and caused it to break. This is likely the source of the flame the customer described. There are also areas of the cord where a dog/small animal had chewed on the cord. Tape was also observed on the cord. Pad was bunched, and dirty/stained, this is observed when the pad is folded/ laid on during use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds. The customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.